Event description:
Tissue turned black after use. No other information has been provided by the account.

Event description:
Tissue turned black after use. No other information has been provided by the account.